Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.503.737s, lot 9397475: manufacturing location: selzach. Manufacture date: february 27, 2015. Expiration date: february 01, 2025. A review of the device history record could not be performed as the product was not returned and the lot number provided is not valid for elmira. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b4/g3: awareness date initially reported as may 27, 2021; should be may 26, 2021.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.503.737s, lot: 9397475, part manufacture date: february 27, 2015, manufacturing location: selzach, part expiration date: february 01, 2025, nonconformance noted: n/a. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matrixmand reco-pl straig 12ho t2.5 ti the device has broken off and the broken piece was retuned. No other issues were identified. The dimensional inspection was performed and is within the specification limit. The observed condition of the matrixmand reco-pl straig 12ho t2.5 ti in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the matrixmand reco-pl straig 12ho t2.5 ti. While no definitive root cause could be determined, it is probable that the matrixmand reco-pl straig 12ho t2.5 ti was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: recon plate2.4 thk 12 &20 holes matrix mandible dimensional inspection: checked thickness of the plate near to breakage according to drawing: measured: pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient is scheduled to undergo a revision procedure for plate replacement on (B)(6). Patient had a primary reconstruction procedure on (B)(6) 2015 for mandibular tumor ablation. The patient felt uneasy with his/her jaw on (B)(6) 2021 and on (B)(6) 2021 it was found that the plate had been broken. Concomitant device reported: unk - screws: matrixmandible (part # unknown; lot # unknown; quantity: unknown). This report is for one (1) ti matrixmandible 12 hole recon plate 2.5mm thick. This is report 1 of 1 for complaint (B)(4).